Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The catheter instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a decanav and a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis. A pericardial effusion was noticed. The patient did not have any signs or symptoms until after all the catheters were removed. There was a drop in blood pressure in the patient and the patient reported chest pain. The patient was also vomiting. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The patient required extended hospitalization. The doctor believed that the cs was perforation with the decanav catheter, not the ablation catheter. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.